Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead was damaged upon trying to remove tissue from the tip. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.